Manufacturer narrative:
Address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system non-dehp solution set leaked "from the tubing below the drip chamber. The set was filled with vinblastine. It was not reported when in the process step the event occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two (2) devices were received for evaluation. During visual inspection, one sample did not identify any abnormalities that could have contributed to the reported condition. The second device collapsed/kinked tubing was observed. Functional testing was performed, including pressure, clear passage testing and priming, and a leak was observed between the tubing and drip chamber. Pull testing was completed, and no issues noted. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.